Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to the therapeutic apheresis: a physician's handbook, allergic reactions are usually associated with replacement procedures that include blood components but sensitivity to disposable tubing sterilized with ethylene oxide can also be associated with allergic reactions. Per the therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives,dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Root cause: a definitive root cause for the patient's reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include but are not limited patient disease state and/or patient sensitivity to eto.

Manufacturer narrative:
Lot number, expiry and manufacture date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a ethylene oxide (eto) reaction during a continuous mononuclear cell (cmnc) collection procedure. The operator paused the procedure and contacted the attending physician. Per attending physician's order, 50 mg of benadryl via IV was administered to the patient and the patient was given oxygen (o2) via oxygen mask. The customer stated that after the patient was stabilized, the operator resumed and successfully completed the procedure. The patient is reported in stable condition. The customer declined to provide patient identifier and age. The continuous mononuclear cell (cmnc) collection set is not available for return because it was discarded by the customer.